Event description:
It was reported that the lcsc5ha gave a solid tone and stopped activating during a lap gastric bypass. The lcsc5ha was swapped with another lcsc5ha and the case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5ha device was returned with the blade gouged and cracked (staple marks were noted on the blade). Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occured from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.